Event description:
Dealer stated that end users daughter reported that her mother fell out of the (B)(4) semi electric bed due to the (B)(4) bed rail breaking, hurt her shoulder. No alleged medical intervention.